Event description:
The lead was attempted but not used during the implant procedure due to inability of the helix to extend. Prior to placement of the lead, attempting to extend the helix was tried several times. Finally when the stylet was completely removed, the helix was able to extend. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. Helix extends and retracts within specification; tested with and without a stylet in the lead, both passed. Photos taken. No stylet was returned, therefore, condition is unknown. Used a fresh mdt stylet to perform test, test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.